Event description:
Patient was hospitalized on (B)(6) 2021 to put in a watchman but it failed. She then had a minor stroke and was discharged on (B)(6) 2021. Hospital provided her medication. Declined rph.